Event description:
It was further reported that the root cause of the intermittent high out of range pacing impedance measurements was not determined. The physician plans to schedule the patient for a lead revision procedure on an unknown date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was further reported that the root cause of the intermittent high out of range pacing impedance measurements was not determined. The physician plans to schedule the patient for a lead revision procedure on an unknown date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was further reported that the root cause of the intermittent high out of range pacing impedance measurements was not determined. The physician plans to schedule the patient for a lead revision procedure on an unknown date. Additional information received indicated that there were jumpy impedances noted. The therapy was programmed as monitor only. The physician noted lead fracture and turned device to monitor only due to patient declining lead revision. The clinician was not able to get hold of patient. There was no documented lead noise or any other oor measurements noted. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.